Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to device design' to the referenced event, as inspection found the internal valve torn by the center slit on the outer and inner faces, compromising the valves' ability to seal pressure and fluid within the sheath.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the sheath was placed in the patient and when a pentaray was introduced into the sheath and manipulated, the back valve was leaking and not sealed around the pentaray catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the sheath was placed in the patient and when a pentaray was introduced into the sheath and manipulated, the back valve was leaking and not sealed around the pentaray catheter. The device was replaced, and the procedure was completed successfully. No patient complications were reported. The device has been received at boston scientific post market laboratory where it's waiting for analysis.